Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl mg/dl. Customer¿s blood glucose was 80 mg/dl and customer was trying not to go under 90 mg/dl. The customer treated with the bread. Troubleshooting was declined for high blood glucose. The insulin pump and sensor will not be returned for analysis.